Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer¿s parent stated that their daughter was going low and she went low twice yesterday, 44 mg/dl at 5:24 pm and treated that to 98 mg/dl. At 2:30 pm she was at 33 mg/dl treated and got her to 86 mg/dl) and she woke up in the 40s today but she did a fingerstick and she was 45 mg/dl. She was given juice right away an hour later she was back to 88 mg/dl. Now she's at 101 mg/dl and in auto mode. Patient's blood glucose value at time of incident was 45 and 43 mg/dl and current blood glucose value was 101 mg/dl. Customer was treated with juice. The customer was assisted with troubleshooting the low blood glucose. The customer was advised to call the doctor to discuss possible causes of low blood glucose value. The product will not be returned for analysis.